Event description:
It was reported that: tip was sheared while going through a stent strut. It stayed on the wire and was removed from the patient. Patient was reported as fine. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). One-unit of twinpass was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. Approximately 0.8 cm of tip was observed to be sheared off and missing. Lumen was observed to be longitudinally split. A device history record review was completed. All processes were followed. No non-conformances noted case details and medwatch report were reviewed. Customer stated that the" tip of the twinpass sheared while going through a stent strut". Per medwatch report, "physician was not able to reinsert wire into the catheter system. He noticed the tip broke off." One-unit of twinpass was returned to vsi/teleflex for evaluation. Approximately 0.8 cm of tip was observed to be sheared off and missing. Lumen was observed to be longitudinally split. Damages are likely to have occurred during use in the procedure and operated against resistance with other devices. Per IFU states the following warning and precaution: never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in catheter damage or vessel injury. Exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking. Additional information was requested. A response was received. The physician used the twinpass for a bifurcation wiring technique. The tip got buckled up trying to o through a stent strut. The tip broke off but stayed on the wire. It was removed from the body. No piece was left behind in the vessel. No intervention was performed. Per device return, it is evident to note tip was missing. Distal end and guidewire lumen damages are indicative of the operation & interaction with other device against resistance. A manufacturing record review was completed by tecate and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: tip was sheared while going through a stent strut. It stayed on the wire and was removed from the patient. Patient was reported as fine. Additional information has been requested from the account.